Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that there were concerns regarding suspected right ventricular (rv) lead dislodgement. Recently, this rv lead had been exhibiting a rise in rv threshold and sensing prior to the measurements settling down to pre-spike values. The patient is scheduled for a follow up in-clinic visit and a chest x-ray. Additionally, this patient was seen in clinic and no anomalies were noted. The lead was performing satisfactory. The rise in threshold was intermittent and thought to be related to the patients frequent ectopy which may have interfered with the rv auto threshold algorithm. Thresholds have been stable and similar to pre acute increase seen on daily trending. No changes were made and no further intervention planned for this patient. No adverse patient effects were reported. This rv lead remains in service.